Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device(9438-01/6506l), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient's mother was advised to reset the device and the reset was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).